Event description:
A patient who had surgery for an aortic valve replacement was being treated in the cardiovascular surgery intensive care unit. At 11:25 am transfusion through a brachial angiocath of apheresis platelets was started by physician order. Temperature: 37.60c, blood pressure 108/51, heart rate: 101/min, rr-14 in mechanical ventilation. Sa2o = 99%. At 11:43 am while receiving the apheresis transfusion the patient developed hypotension of 70/43 - heart rate increased to 120/min temperature of 36.0c, rr - 14 min in mechanical ventilation and sa2o decreased to 83%. The transfusion reaction was treated as follows: discontinued platelet transfusion, full drip of 250ml of 0.9% of normal saline, 800mg dopamine in 250ml of d/w 5% at 6 mcg/kg (7.7 ml/hr). Other post - txr treatment: 100 meq of sodium bicarbonate (after abg's results). Outcome of treatment: 12:30 pm b/p 110/59 hr - 98/min sao2=98% stable. Hospitalization days were not extended.

Manufacturer narrative:
The limited sign associated with this event of transfusion reaction (txr) suggests that the occurrence is an "isolated hypotensive reaction". In this case, the reaction may be related to the preceding cardiopulmonary bypass procedure. It has been recognized that cardiopulmonary bypass can result in an increased incidence of vasoplegia post-operatively. In addition, the preceding cardiac procedure with an ace inhibitor has been associated with the development of hypotension. Two of the possible causative agents in transfused platelets, a short-lived agent(s) in the platelets is likely to be involved, since there was a 10-15 minute interval before the return to baseline blood pressure. Another category of vaso-active agents in stored platelets is cytokines. The lot history record was reviewed for product pl6ks lot# 1050188 showed that the lot met all criteria for release. There were no relevant deviations of non-conformances recorded for the manufacturing processes. This event is one of three reported by the same user facility over a period of four months. No other such reports have been received in the past five years summary: there is no direct evidence that the device was either a causal or contributory factor in the event. Additionally, regarding the manufacturing registration number listed for this MDR initial and final submission, 9617787, for the involved device, part number pl6ks, represents where the product was in fact manufactured in 2010, (B)(4) manufacturing facility. Since then it is important to note that haemonetic's corporation has recently acquired certain assets of the pall corporation blood collection, filtration and process product lines. As such, the active registration number , 9617787, as of 2013 has been transferred to (B)(4) mexico manufacturing, s. De r.l. De c.v. *reference: alfirevic et al, transfusion increases the risk for vasoplegia after cardiac operations, ann thorac surg 2011; 92: 812-20. Devbhandari mp, balasubramanian sk, codispoti m, nzewi oc, prasad su., preoperative angiotensin-converting enzyme inhibition can cause severe post cpb vasodilation--current UK opinion, 2004 dec; 12 (4) :346-9. Unless substantially significant information becomes available, this constitutes a final report.